Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) was confirmed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn. The root cause for the damaged cable could not be positively identified but is likely excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
The nurse of a (B)(6) male pt contacted zoll sales support who then contacted zoll customer support to report that the pt's electrode belt had exposed wires. The pt was issued a replacement electrode belt.